Manufacturer narrative:
All available information was investigated and the reported broken gripper line was confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the broken gripper line. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report broken a gripper line. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 2. One ntr clip delivery system (cds) was deployed on the leaflets. However, while removing the gripper line, the gripper line broke into three separate pieces. The physician was unable to tell why and when the breaks occurred. All three pieces of the gripper line were able to be removed, and no portion remained in the anatomy. Mr reduced to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.